Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Original surgery was (B)(6) 2016, device was not implanted or explanted, screw left in bone. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a facial fracture repair on (B)(6) 2016, the head of a titanium matrix midface screw broke off. The surgeon used a battery powered driver to insert the screw. Surgeon switched to a manual screwdriver for final tightening due to preference. While attempting to finish tightening the screw, the head of the screw popped off, it was a clean break. The surgeon left the shaft in the bone. The procedure was successfully completed using a different screw. No medical intervention required and no patient harm reported. A two minutes surgical delay was noted. Patient status/outcome was reported as good. There are no plans at this time to remove the screw. Head of the screw was discarded by the hospital. This complaint involves 1 device. This report is 1 of 1 for (B)(4).